Event description:
It was indicated that on an unk date, the pt was implanted with a spectra concealable penile prosthesis. It was indicated that the device was "broken." The device was removed and replaced with an inflatable penile prosthesis.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.